Event description:
A report was received that the patient underwent an explant procedure. The patient had lost a lot of weight (not device related) and the midline incision looked red and tender. The clik anchors seemed like they were protruding through the skin. When physician opened the patient up there was discharge and the muscle was soft. The physician explanted the patient due to suspicion of infection. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure. The patient had lost a lot of weight (not device related) and the midline incision looked red and tender. The clik anchors seemed like they were protruding through the skin. When physician opened the patient up there was discharge and the muscle was soft. The physician explanted the patient due to suspicion of infection. The patient is reportedly doing well following the procedure.